Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing patient¿s kidney, after a robotic nephrectomy, they questioned if there was a piece missing when the bag ripped. They looked in the abdomen and no pieces were found. There was no patient injury.